Event description:
Complaint alleged that the foot brake pedal was not working.

Manufacturer narrative:
Technician found that the caster would roll when the brakes were set. Foot brake pedal was not working. Replaced broken rocker arm assembly on head and foot pedal to resolve this issue. Bed found in engineering. No pt impact.